Event description:
Related to MFR report numbers: 2183959-2014-00317 and 2183959-2014-00318. It was reported that a miniarc sling system was explanted due to pain. The patient became incontinent following the explant and a non-ams retropubic sling was later implanted. There were no further patient complications reported and the patient is doing well.